Manufacturer narrative:
Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to erosion and reoperation. Manufacturing evaluation performed. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent an emergency endovascular repair of a saccular aortic aneurysm in the descending thoracic aorta using two gore tag thoracic endoprostheses. The procedure was concluded without any complications. On (B)(6) 2015, damages (erosion) to the aortic wall around the proximal and the distal ends of the tag devices were identified. The physician suspected an impending rupture of the distal neck aorta. Two stent grafts were implanted at the distal neck to repair the damage. The physician elected to schedule the treatment for the proximal neck later. The physician reportedly stated that since in the initial procedure, two devices were implanted in layer, the devices, which conformed well with the anatomy initially, got straightened out eventually. This most likely contributed to the damages of the aortic wall at the flares.

Manufacturer narrative:
(B)(4).